Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guidewire referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that a viperwire advance coronary guide wire with flex tip was used with a diamondback 360 coronary orbital atherectomy device (oad) to treat lesion in left anterior descending artery (lad). The vessel was primary wired with a non-abbott guide wire, and exchanged for the viperwire. The lesion had 90% stenosis, heavy calcification and moderate tortuosity. Following three to four treatments, angiogram showed the viperwire fractured. The fractured components were snared and removed from the patient. The procedure was completed after implanting a stent without adverse patient consequences. Delay was not reported. The physician believes the fracture occurred when the oad crown made contact with the viperwire spring tip. The oad crown did not jump prior to fracture. There was mild wire bias. There was no difficulty wiring or delivering devices. Th physician does not have any concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported damaged by another device - caused damage appears to be related to user error. In this case, it is likely that the damaged by another device - caused damage is due to use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d4, d9, g3, g6, h2, h4, h6, h10. H6: codes 4118, 3233, and 11 no longer apply. The viperwire guidewire referenced in b5 is filed under medwatch report number 3004742232-2025-00063.

Event description:
It was reported that a viperwire advance coronary guide wire with flex tip was used with a diamondback 360 coronary orbital atherectomy device (oad) to treat lesion in left anterior descending artery (lad). The vessel was primary wired with a non-abbott guide wire, and exchanged for the viperwire. The lesion had 90% stenosis, heavy calcification and moderate tortuosity. During a treatment, the guide wire moved while the crown was spinning. Angiographic imaging showed the viperwire fractured. The fractured components were snared and removed from the patient. The procedure was completed after implanting a stent without adverse patient consequences. The physician believes the fracture occurred when the oad crown made contact with the viperwire spring tip. The physician does not have any concerns about potential long-term risk outcomes.